Event description:
The end user states that she sat down on her probasics rollator after plugging in her cell phone and fell backwards. The end user states that the back rest bar broke completely off and she fell backwards and landed on her back, on top of the back bar, on to the concrete floor. The end user states that she was rushed to the hospital, and the doctor states that her back is fine with no broken bones but she is experiencing pain in her back. The end user states that she was already seeing a neurologist for previous neck problems and she is still experiencing pain.

Manufacturer narrative:
Per the expanded evaluation the device has failed specifications as the back rest detaches from the frame and the underlying cause is that the receiving tubes are damaged.

Event description:
The end user states that she sat down on her probasics rollator after plugging in her cell phone and fell backwards. The end user states that the back rest bar broke completely off and she fell backwards and landed on her back, on top of the back bar, on to the concrete floor. The end user states that she was rushed to the hospital, and the doctor states that her back is fine with no broken bones but she is experiencing pain in her back. The end user states that she was already seeing a neurologist for previous neck problems and she is still experiencing pain.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.